Manufacturer narrative:
Product return analysis will be reported in MFR# 2017865-2017-06237.

Manufacturer narrative:
Should have included (B)(4).

Event description:
It was reported that the implantable cardiovascular defibrillator had delivered an inappropriate shock to the patient. The device was explanted and replaced successfully.